Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was found that the imaging system¿s batteries were depleted from a faulty power conversion assembly. The batteries and charger assembly were replaced, and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The charger enclosure was returned to the supplier for analysis. Analysis confirmed the reported problem via functional testing, performance testing, and visual/physical examination. The charger enclosure failed the supplier¿s test and was determined to have an electrical failure mode.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while checking out the imaging system, it was discovered that all the batteries were depleted. There was no patient present when this issue was observed.